Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Thirteen samples were taken from the current production. The samples were visually inspected, and the alleged issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the treads on the hudson rci aquatherm iii plus nebulizer are breaking." Alleged defect was detected during use. It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the upper thread of the unit was damaged. Functional testing was also performed and no issues were detected. It was found that the unit heated properly. Based on the investigation performed, the reported complaint of "unit has stripped threads" was confirmed. All aquatherm heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release. It is most likely that the root cause is misuse of the device.

Event description:
Customer complaint alleges "the treads on the hudson rci aquatherm iii plus nebulizer are breaking." Alleged defect was detected during use. It was reported there was no patient injury or consequence.